Manufacturer narrative:
The customer contacted a siemens customer care center and stated that their level 2 quality control for gent_2 was recovering out of range. Quality controls were acceptable at the time of event occurrence. The ccc specialist instructed the customer to change the reagent wedge and perform precision testing on level 2 quality control. Upon the ccc specialist's recommendation, the customer performed precision testing, which was acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that reagent probe 1 was not seated correctly. The cse replaced the seal and performed preventive maintenance. Quality control was run, which was acceptable. The cause of the discordant, falsely low gent_2 result on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low gentamicin_2 (gent_2) result was obtained on one patient sample on an advia 1200 instrument. The initial result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher. One of the repeat results was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low gent_2 result.

Manufacturer narrative:
The initial MDR 2432235-2018-00106 was filed on 09-mar-2018. Additional information (28-mar-2018): advia 1200 instrument (s/n: (B)(4) has been replaced with advia 1800 instrument.